Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. A review of download data indicates that the monitor reset after delivering a pulse during testing. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor computer/analog pca. No adverse event resulted from the defective monitor.

Event description:
During evaluation of an unrelated problem, monitor sn (B)(4) reset after delivering a pulse.